Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of a clip delivery system (cds), a lock lever leak was observed. The leak was proximal to the lever gasket. Therefore, the cds was not used in the patient and the procedure was successfully completed with another xtw clip. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash (lock lever) confirmed via returned device analysis and observed the lever cap was not tightened. However, the cap was tightened half a turn in the close direction and no fluid was leaking out of the lock lever. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported leak appears to be related to the untightened lever cap. However, a cause for the untightened cap could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.